Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Patient code (B)(4) captures the reportable event of surgery.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise. The lead was surgically abandoned. No additional adverse patient effects were reported.